Event description:
One female pt had surgery cancelled when her beta-hcg repeated higher. Two samples were obtained from this pt. Sample 1. Initial result 0.998 miu per ml, repeated in 2009, gave 2339 miu per ml. Sample 2 result was 2900 miu per ml. The initial result was reported and pt's d&c was cancelled after higher result was provided. No info provided on pt's current condition.

Manufacturer narrative:
The field service representative was unable to determine the cause. He performed am tsh test, mechanism checks and alignment checks.